Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 500 mg/dl as the customer not getting insulin delivery over night and also noticed that there was large air bubble in the reservoir. Based on customer report customer does not allege pump was under delivering. The customer stated that, they already knew what caused the high blood glucose there was a large air bubble in the reservoir. The current blood glucose was 388 mg/dl. The device will not be returned for analysis.